Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. There was a stored untreated episode for the same reason. The sensing vector at the time of the event was the primary vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to the oversensing of noise via reduced intrinsic complexes. The patient's r waves have lost about 50% of its amplitude since 2022. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. There was a stored untreated episode for the same reason. The sensing vector at the time of the event was the primary vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.